Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. During surgery, the suture was breaking and was found to be thinned out in between. Suture diameter are not uniform throughout the suture length. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot b8123, and no non-conformances were identified. Additional information was requested and the following was obtained: this was one single case. Additional investigation summary: 01 ea intact & 01 ea open complaint sample was received for evaluation. Open sample had single barrier folder i.e packing material only. Intact sample was opened & visually inspected. The suture was physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needle was inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Further knot pull tensile strength & diameter test was conducted on received sample. Knot pull tensile strength test value of received sample was found to meet the usp average tensile strength requirement. Also, minimum & maximum diameter value of the complaint sample was found to meet the usp individual diameter requirement. Further, five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation but no deviation was observed. Sterilization run record was reviewed and found to be as per requirements. Finished goods record was reviewed for fg release parameters like diameter, tensile strength value, needle pull-off value & extractable color at release and was found to meet the specification. From the above analysis it is evident that there was no issue related to the suture quality and processing of this incident lot. As the complaint is related to suture breakage & suture thinning, tensile strength & diameter test is applicable & measurable parameter. Minimum knot pull tensile strength test value of retain sample was found. The average knot pull tensile strength test value of the retain sample was found to meet the usp average tensile strength requirement. Minimum & maximum diameter value of the retain sample was found and meets the usp individual diameter requirement. The average diameter value of retain sample was found and meets the usp average diameter requirement. All the individual diameter & tensile strength values for complaint & retain samples were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.